Manufacturer narrative:
No handpiece sample was received for evaluation, the reported event was not able to be confirmed. There has been no information was provided to indicate an associated system non-conformance, which could have contributed to the reported event. However, the company representative did find the associated system to meet specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported lack of aspiration during a procedure. Additional information was received indicating that there was lack of aspiration with a pronounced cataract with use of the handpiece. The procedure was completed. Patient harm was not reported. This report represents patient #2.